Event description:
Periodic review of items removed for itotal reusable instrument trays during re-processing was completed. The review showed that four tibial insert impactor tips had broken.

Manufacturer narrative:
Periodic review of items removed from itotal reusable instrument trays during re-processing was completed. The review showed that four tibial insert impactor tips had broken. The tips were broken at the point where the tip connects to the impactor handle. Review of inspection records for the affected lot indicates that the impactor tips were manufactured to specification.